Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch (lbb) due to it would not get a good morphology after repositioned several times. A new lead was implanted. No adverse patient effects were reported. The lead will not be returned.